Event description:
Occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 4mm to occlude the vessel. The physician noticed that the occlusion balloon was not fully occluding the vessel. The physician inflated the occlusion balloon to 5.5 mm and the occlusion balloon deflated. The device was removed and replaced with another to complete the case. Pt is reported to be fine.